Event description:
It was reported impedance was less than 400 ohms on the analyzer at implant. Follow-up information reported the lead was implanted successfully and checked out fine. The patient had a device implanted shortly after. The lead remains in use, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.